Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Serial number of the device not provided by the complainant, therefore the manufacture date is not known. Serial number of the disposable device not provided by the complainant. Device history record (DHR) review was unable to be conducted as the serial numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that a physician used a metal uterine sound and then inserted the myosure scope. After approximately 30 seconds of viewing the cavity the deficit was rising. The physician turned off the inflow and removed the scope. " she did not perform laparoscopy and did not treat the perforation." The final deficit was 240 ml. Patient was moved to recovery with the intention of release. No additional information was provided.